Event description:
The facility reported to baxter canada quality management an incident of non-delivery. The facility reported that channel a was set at a primary infusion rate of 9ml/hr and a volume to be infused of 95ml. The screen reportedly stated the volume infused was 95ml but the IV bag was still full of solution. The pt reportedly did not receive the intended medication. The hosp rep stated that there was no report of pt injury. Info regarding pt demographics, status, set up of the pump, medication involved, or if there was any need for medical intervention was not provided.